Event description:
The following has been reported: biomed reported: an lvp pump was reported to have a pump problem. Customer cleaned the av (actuator valve) pins and loading guide. No problem found while testing pump. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: processor hardware failure (linux core). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The pump was returned for a linux crash. No physical damage was identified on the outside of the pump. This pump was able to pass mock infusions without issue. During an internal investigation it was identified the rear cover o ring has a spot that is not providing an adequate seal, this is to be replaced.